Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on an unknown date in 2019, a 21mm trifecta valve was implanted in the patient. On (B)(6) 2025, a 23mm navitor vision valve was chosen for implant in a 21mm trifecta valve. The navitor vison valve was implanted at a depth of 3-4 mm. After final deployment, the valve slid to the level of the native annulus (0 mm height). An angiography was conducted and confirmed there was no aortic regurgitation (ar), no perivalvular leak (pvl), and no gradient. Two hours later, the surgeon sent a message stating that the valve had migrated from the annulus toward the ascending aorta, and the patient will undergo open surgery. The implanter is aware that valve in valve procedure in this case is an off-label use.

Manufacturer narrative:
An event of the device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received showed, that the navitor vision 23 mm valve was already in high positionbased on the information received, the cause of the reported incident could not be conclusively determined. Potentially, due to procedure (implant complications). However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date in 2019, a 21mm trifecta valve was implanted in the patient. On (B)(6) 2025, a 23mm navitor vision valve was chosen for implant in a 21mm trifecta valve. There was sufficient calcium present to allow anchoring of the device in the opinion of the user and patient's aortic valve angle was between 45-54 degree. The navitor vison valve was implanted at a depth of 3-4 mm using a small flrxnav delivery system. At 80%, the implant depth was 3 to 4 mm. After final deployment, the valve slid to the level of the native annulus (0 mm height). An angiography was conducted and confirmed there was no aortic regurgitation (ar), no perivalvular leak (pvl), and no gradient. Two hours later, the surgeon sent a message stating that the valve had migrated from the annulus toward the ascending aorta, and the patient will undergo open surgery. On (B)(6) 2025, the valve got surgically explanted. The implanter is aware that valve in valve procedure in this case is an off-label use.